Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor position encoder error and motor error alarm. Customer's blood glucose level was 109 mg/dl. Customer reports the drive support cap appears normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.